Manufacturer narrative:
The device was not returned to olympus for evaluation. However, a technician was on site and the lamp found installed in the unit was from a third-party supplier which made the light output too weak. The device was repaired after replacing the lamp. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during an unspecified procedure, the image was too dark; the auto brightness control was ok on the evis exera ii xenon light source. When connected to a secondary system (cv-180), the same issue occurred. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The manufacturer narrative below is a correction of the narrative that was listed on the previous follow-up report. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the use of a third-party lamp. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
B3 - the event was confirmed to have taken place sometime in december 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the use of a third-party lamp. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a diagnostic gastroscopy and biopsy procedure. The patient was under propofol sedation. There was no delay reported and it was completed using the same device.